Manufacturer narrative:
The manufacturing history of the component has been reviewed and confirmed that no abnormalities or deviations were reported. This investigation is ongoing. The results will be provided in a supplemental report.

Event description:
It was reported that the custom jts distal femur implant was not extending. The surgeon has decided to replace the existing components for new ones. The surgery has been planned for (B)(6) 2016. (B)(4).